Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, because more than about 9 years had passed from the subject device had been manufactured, it was presumed that the reported phenomenon was attributed to the aging deterioration of the electronic parts of the patient circuit board and/or the image processing circuit board which was related to the image display due to the long-term use. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the image of the subject device was not displayed. Olympus china checked the subject device and found that the reported phenomenon could not duplicated. There was no report of patient injury associated with the event.